Manufacturer narrative:
A lumenis service engineer visited the site one (1) day after the reported event. Upon inspection, the engineer could not duplicate the reported "system not firing". The engineer checked all 4 bricks individually for alignment, checked resonator alignments and made slight adjustment to channel 2 hr. Ran power meter tests and did notice on high frequency/energy that there is a 'ticking' noise that seems to come from the area of the lens cell, but all energies meet specifications. The engineer returned, after five (5) days, to replace the lens cell. After performing energy checks verifying the output was within manufacturer specifications, the system was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 28-sep-2016 and installed at the customer's site on (B)(6) 2016. A review of subject device product risk file (B)(4) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. Although the alleged device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The engineer could not duplicate the reported event and could find nothing visually wrong with the lens cell that was taken out of the machine. In addition the user facility no longer had the used fiber available, therefore, the cause of the event could not be established. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4).

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis pulse 120h laser was being utilized, an unusual "knocking" noise were heard and the laser stopped firing, everything else was still operating normally and there were no error codes. Unable to proceed with the laser, an alternate laser was brought in to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.